Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system crashed frequently due to corrupted security settings. A field service engineer reimaged the hard drive and verified the operation through the med application, user login, and inventory account. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es reimage needed due to corruption and account privilege was failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.